Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer evaluated the device. When the device was tested it made a clicking sound, the pump was disassembled, the pump linear bearing were broken and the pump failed the system leak test. The pump was replaced and the device passed all testing.

Event description:
It was reported that during patient use a ventilator made a loud clicking noise and after a few breaths it shut down. Although requested, information regarding the patient outcome was not provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.